Event description:
It was reported that the customer also did not complete the loading sequence properly and also the resume pump alarm occurred. The customer acknowledged that they forgot to resume insulin delivery when they should have which led to an elevated blood glucose (bg) was 600 - 700 mg/dl. Reportedly, customer resumed insulin therapy and elevated bg was addressed by a correction bolus via the pump.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.